Event description:
Medics responded to a person condition not reported. The pt was connected to the device with an external defibrillator electrode set and an analysis initiated. According to the report, subsequent to a decision by the device not to shock, the device alarmed "check electrodes" several times over the next few minutes. No adverse affects to the pt were reported as a result of the alleged malfunction.